Manufacturer narrative:
Invacae awareness date is (B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.

Event description:
The dealer reported that the pivot link was broken on the trex28r manual wheelchair. This issue could cause product instability and the chair may not maintain its weight bearing status causing the user to fall out of the chair.